Event description:
It was reported the device was stuck on the guidewire. The 95% stenosed, severely calcified and moderately tortuous target lesion was located in the right superficial femoral artery (sfa). A 1.6 mm jetstream xc catheter was selected for an atherectomy procedure. The device was stuck on a non-bsc guidewire. The device had to be removed together with the guidewire. No patient complications were reported. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter with an unknown wire inside the device. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. The returned guidewire was able to be removed without any resistance. Testing was performed by inserting the returned guidewire through the device. It was able to pass through without any issues. A test guidewire was also used and was able to pass through without any issues. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the reported stuck on wire but did find information in the IFU suggesting that the noncompatible guidewire was used which could have contributed to the reported event.

Event description:
It was reported the device was stuck on the guidewire. The 95% stenosed, severely calcified and moderately tortuous target lesion was located in the right superficial femoral artery (sfa). A 1.6 mm jetstream xc catheter was selected for an atherectomy procedure. The device was stuck on a non-bsc guidewire. The device had to be removed together with the guidewire. No patient complications were reported. The procedure was completed with a different device.